Event description:
Loss of osseointegration, primary stability was achieved, implant achieved osseointegration, implant was completely covered by bone. Patient presented in office reporting no symptoms - implant came out in impression.